Event description:
A malfunction was reported on the customer's pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was unable to reset the pump at the time due to driving, but technical support offered to call back to assist with the pump reset. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.